Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the loose tip message appeared during calibration. The procedure type was unknown. The surgery was completed on same day, after replacing the product with another one. There was no information about patient impact. This report pertains to the phaco tip involved in the event.